Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer husband reported via call that the customer went to emergency medical service and get hospitalized due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was 40 mg/dl and 44 mg/dl. Customer had emergency medical treatment came out and blood glucose was in the low. Customer was unconscious and gave her a glucose shot. Customer was treated with glucagon. Customer stated that the drive support cap was normal. Customer stated that the reservoir was able to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0873 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
It was reported that the customer required emergency medical services due to a low blood glucose and loss of consciousness on (B)(6) 2020. The customer's blood glucose level at the time of the event was 44 mg/dl. The customer was treated with a glucagon injection. The customer alleged over delivery of insulin due to her blood glucose levels going up and down. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with initial report was incorrect. The correct information has been provided in b5 section of this report.